Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced uncomfortable sensation when using the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp in a clinical study. It was reported that no actions were taken to resolve the shocking and discomfort and a cause was not determined. This was ongoing as of (B)(6)2018. On (B)(6) 2018, it was noted that the patient kept rescheduling analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient reported a shocking sensation and discomfort when using device. No actions were taken. The outcome of the issue was reported to be ongoing. The etiology was possibly related to device or therapy and unlikely related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.